Event description:
(B)(4). Essure was covered by insurance. Since (B)(6) I have experienced weight gain, extreme fatigue and irregular periods. My sex drive has completely disappeared. (B)(6) comes around and I start to develop extreme pelvic pain to the degree that it can only be best described as being in hard labor and trying to live life daily. I have also now been bleeding for two months. Now at the age of (B)(6) I'm having a bilateral salpingnectomy due to the essure.